Manufacturer narrative:
H3 other text : device serviced by third party service center.

Event description:
The manufacturer received information in relation to a dream station auto bipap unit. The device was returned to a third-party service center. There was no patient harm or injury reported. During the evaluation of the device, the service center visually inspected the device and found no visible foam particles. The damaged bottoms on upper enclosure, corrosion in connector. In addition, the device was scrapped.